Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open aortic dissection, when the user sutured the aorta, about 2 minutes into the procedure, the thread broke. The surgeon replaced with a new suture to complete the case. There was no patient injury.